Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reloaded the software onto the imaging system. The representative found that the imaging system configuration file was empty. The representative reloaded the configuration file. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, when starting up the imaging system, the system displayed "system booting please wait." The reported issue occurred during a spinal fusion, where the site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.